Event description:
The hospital reported that at the completion of the coronary bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hospital.